Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16dec2020.

Event description:
The customer reported error ventilator inoperative at turn on. When powering on into ventilation mode, the screen went black and displayed a power on self-test (post) timer/24v failure and with (alternating current) ac connected the unit would start to do a code 4 restart when going into diagnostic mode. There was no patient involvement. The manufacturer's technical services (ts) could not confirm the reported issue. The customer was advised that the power supply or mother board is not working, however the unit would not be serviceable after december of this year. The unit has reached it's end of life. The customer has decided to remove the unit from service.